Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch that needle cracked and broke at luer lock at distal end of port needle during IV fluid administration during inpatient hospitalization.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-06959 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-05790.

Event description:
It was reported by medwatch that needle cracked and broke at luer lock at distal end of port needle during IV fluid administration during inpatient hospitalization.